Manufacturer narrative:
Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg 70 mg/dl). A cookie was consumed to address low bg. Reportedly, due to delivering a pump correction bolus along with administering insulin injections, insulin stacking occurred and was cause of low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.